Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-07711. It was reported the pt can feel the stimulation where it is needed, but was not receiving pain relief. It was reported the pt did feel the stimulation was stronger on the right side. The pt was provided reprogramming and was to have a future appointment the physician met with the pt at the monthly appointment and it was reported he could not tell when the stimulation was on or off; the effectiveness of the stimulation had not changed. It was reported the pt was to continue with pain medication and the stimulation was to be used as is. There was no further intervention planned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.